Event description:
The physician reported that the patient has the slightest evidence of neuropraxia at their post-operative appointment on (B)(6) 2020. The physician prescribed steroids and the patient returned (B)(6) 2020 with all symptoms resolved.